Manufacturer narrative:
A specific root cause was not identified. The investigation could not be completed as samples from different patients and different complaints were shipped in the same box. It was not possible to identify which patient sample went with which complaint. Also, the patient samples were received thawed as the customer did not include enough dry ice to pack the samples.

Manufacturer narrative:
Two samples from the patient were submitted for investigation. The customer's positive tropoinin I stat results were reproduced. Based on the information available for investigation, a general reagent issue has not been identified. Investigations are ongoing.

Manufacturer narrative:
A new sample was obtained from the patient on (B)(6) 2017 and the customer would like to send this sample in for investigation. On (B)(6) 2017 the troponin I stat result from the e601 module was either 3.3 ng/ml or 3.5 ng/ml. The patient had a negative result when tested on the abbott I-stat instrument. The actual result was not provided. The result from the e601 module were not reported outside of the laboratory.

Manufacturer narrative:
Further investigation of the sample confirmed the presence of high molecular weight interferent comparable to igm. The interferent is most likely a human anti-mouse antibody (hama). This interferent is documented in product labeling. (B)(4).

Manufacturer narrative:
The customer sent both patient samples for testing on the architect instrument. The first sample was repeated and the troponin I result from the architect instrument was 0.01 ng/ml. The second sample was repeated and the troponin I result from the architect instrument was <0.01 ng/ml.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous positive results for 1 patient tested for elecsys troponin I stat immunoassay (troponin I stat) on a cobas 6000 e 601 module. The initial troponin I stat result from the e601 module was 4.76 ng/ml from a sample obtained at 5:00 a.m. This result was reported outside of the laboratory. The patient had a history of negative troponin I results from a different location so the physicians think the results should be negative. At 10.00 a.m. The result from the e601 module was 4.61 ng/ml. No adverse event occurred. The patient was transferred to a larger hospital. One of these samples was sent to an external laboratory for testing on an architect instrument. The customer did not know which sample was sent. The troponin I result from the architect instrument was <0.01 ng/ml. A troponin I result was also obtained from an abbott I-stat instrument of 0.02 ng/ml. It is not known if this was the same sample that was tested on the architect. The e601 module serial number was (B)(4).